Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 jaws and heat-related damage and failed to cut and seal the branches properly. There was poor visualization and venting insider of the tunnel due to smoke. A replacement device was used to complete the procedure. The hospital did not report any pt effects.